Event description:
The surgeon was executing the transmyocardial revascularization procedure. The transmyocardial revascularization probe broke while connected to the heart. The transmyocardial revascularization probe was removed from the surgical field. No untoward patient effects.